Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting a gradual increase in shocking impedance measurements which exceeded 125 ohms. An x-ray was performed and was unremarkable for a lead fracture. High voltage shock testing was performed which produced measurements from 77 ohms to 123 ohms. Following the high energy shock testing, further measurements were obtained in different system configurations. These measurements varied from 90 ohms to 124 ohms. The physician inquired as to why there is such a variation in the measurements. Additionally, the physician expressed concern that the energy may not convert the patient. A boston scientific technical services consultant documented and discussed the clinical observations, troubleshooting and root causes for the reported clinical observations. A revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evalation of the lead was performed. Visual inspection of the lead noted the lead had been severed 46cm from the terminal pin. Additionally, the shocking coils were stretched. Resistance testing confirmed the electrical continuity of both of the returned segments. Laboratory analysis confirmed the damage to the lead was the result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.